Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary line of a clearlink continu-flo solution set would not flow. This event occurred during infusion. The reporter stated that the secondary set would not drip. The event was resolved by replacing the primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.